Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 290 mg/dl. Customer stated that the alarm was during normal use. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. The device had cracked case on display window corners, minor scratched lcd window, severely cracked reservoir tube, broken reservoir tube lip, and cracked battery tube threads.